Manufacturer narrative:
Continued e1 phone number : (B)(6). The events of infection and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported in lecture slides "how to deal with capsular contracture: suspected infection during te expansion" that in cases where there has been some trouble during the procedure, it can be difficult to resolve capsular contracture. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported in lecture slides "how to deal with capsular contracture: suspected infection during te [tissue expander] expansion" that in cases where there has been some trouble during the procedure, it can be difficult to resolve capsular contracture. This record is for the left side. The tissue expander was explanted and replaced with a silicone breast implant.